Manufacturer narrative:
The investigation determined that both lower and higher than expected vitros phyt quality control results were obtained on the vitros 5,1 fs chemistry system. The customer replaced the photometer lamp and recalibrated the same lot of vitros phyt reagent to return the system to expected operation. Following these activities, acceptable vitros phyt performance was observed. In addition, the customer was using expired vitros phyt reagent at the time of the event. The investigation was unable to determine a definitive root cause. However, an instrument related event, a non-optimal calibration, and user error in the use of expired reagents could not be ruled out as contributing factors. The cause of this event is unknown.

Event description:
A customer obtained both lower and higher than expected vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).